Event description:
Hosp contract reported that the head of an implant was broken free in the joint approx. 7 weeks post-op. A procedure was performed to remove the fragment and repair the site. No pt injury was reported as a result of this situation.